Event description:
It was reported to philips that the system was unable to produce x-rays. The patient was moved to another system. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a procedure was performed when the issue happened. The procedure was completed after patient was moved to another system. The onsite philips field service engineer (fse) inspected the system and confirmed that reported problem. After reviewing the log, the malfunction x-ray failed was attributed to an internal hardware error in the generator's power inverter. To resolve the issue fse replaced power inverter unit and return the part for further analysis and the power inverter passed initial tests, and it found point control was electrically defective. After replacement of power inverter unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.